Manufacturer narrative:
(B)(4)

Event description:
It was reported on (B)(6) 2015 that the patient was having a revision of the chest pocket for the placement of the generator. It was noted that the patient's generator was under the pectoral muscle when originally placed and moved out since and is bulging on the skin. The surgeon is going to place it back under the muscle and suture it down. The surgeon had originally used a non-absorbable suture back in (B)(6) but it did not hold. There was no manipulation of the device that he is aware of. On (B)(6) 2015 the revision surgery occurred and vns is working properly.